Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the clinician that the balloon burst during the procedure. There is no further info available.